Event description:
It was reported that resistance was intermittently felt when filling the cartridge during the load sequence. Reportedly, the customer successfully loaded existing cartridge with original needle. Customer¿s blood glucose level ranged from 80-180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.